Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was not impacted. Reportedly, customer was educated on static fill estimate and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.